Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Litigation papers allege pain and metal debris. Update rec'd 3/18/2015 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from damage to her hip joint and body. The unknown asr cup and head are now being reported as a pinnacle liner and head because of metal on metal allegations received through litigation. Update 10/9/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported difficulty walking and increasing cobalt chromium levels. There were no lab results within medical records. The stem is being added to complaint. There has been no revision reported. Part/lot updated. The complaint was updated on: oct 30, 2015.